Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site, inspected the handler and found that probe was bent out of wash station. The fe replaced the probe and checked all probe adjustments to return the instrument to expected operation. Qc passed. This customer has not logged any similar complaints against this analyzer since this incident regarding fluid leak. Incident is isolated. (B)(4).

Event description:
A customer reported a fluid leak from the robotic assembly over the centrifuge on the ortho provue analyzer. An error message related to the issue was not generated. Customer is not sure if reagents were contaminated. No erroneous results were reported. Fluid leak can lead to dilution or contamination of reagents / samples and erroneous test results.